Event description:
Medical affairs has been unable to get in contact with the pt and will be sending a letter to obtain more clinical info. Reporter called on behalf of the pt alleging that pt was unable to obtain a blood glucose reading on the meter since the meter displayed the "apply sample" message. Pt experienced symptoms of low blood glucose at the time of testing. The pt was taken to the hosp and there is no info on what the reading was in the hosp or if the pt received any treatment. The technique used for applying blood on the test strips was correct. The pt applied enough blood on the test strip and the meter still prompted the "apply sample" message. The reporter opened a new vial of test strips and issue was not resolved. Customer service did a field exchange for the pt with a local pharmacy.